Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: sustained multiple railroad tracks on implantable cardiac defibrillator interval plots: mechanisms and management. Circ. Arrhythmia electrophysiol. 2015;8(5):1284-1288. (B)(4).

Event description:
A journal article was received which contained information regarding this patient's implantable cardioverter defibrillator (ICD) system. The article indicated that the patient presented to the clinic for routine follow-up. Upon device interrogation, oversensing (multiple short v-v intervals) was found as well as multiple "stored events for non-sustained ventricular tachycardia (vt) and vt with therapy." The device was reprogrammed and appears to be still in use. No patient complications have been reported as a result of this event.

Event description:
Additional information was received through follow up with the author who indicated that there were "no product specific complications." The devices were reprogrammed and remain in use. The patients have had "a good outcome following that."